Manufacturer narrative:
The customer reported of external device failure. When the error occurred, it was no longer sending data and was just showing flatlines. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of external device failure. When the error occurred, it was no longer sending data and was just showing flatlines. No patient harm was reported.